Event description:
It was reported during a low anterior resection when firing the ax55g in the low pelvis, the instrument made a sound like a crunch. The instrument released staples but they did not form in b shape. As a result the case was converted to an open case and the pt received a proximal colostomy.